Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp and observed error code #112 in the log files. The stm verified that the coiled cable was not the issue and inspected all circuit boards for evidence of a saline spill; however, no saline was found. The stm was unable to duplicate the reported issue and as a precautionary measure, the stm replaced the executive processor board as per the service manual. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was producing a screeching sound and the iabp unit emitted a squealing alarm when inflating the intra-aortic balloon (iab). There was no patient harm and no adverse event was reported.